Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was eroding through the skin. The device was repositioned successfully under the pectoral muscle. The patient was stable.